Event description:
It was reported that, "during the tka, when the surgeon locked the insert on the tibial baseplate, he noticed a gap (0.2mm-0.3mm) between them. Therefore, he immediately replaced the insert with a spare one."

Manufacturer narrative:
Investigation in progress. No add'l info available at this time.